Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that a slight cannula kink resulted in a line occlusion alarm. The patient stated that the infusion site was located on the abdomen, with no scar tissue or stretch marks present. The issue was resolved by performing a complete infusion set change, including replacement of the cassette, tubing, and infusion site. The event involved the patient; however, no patient harm was reported.